Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to (B)(4) workshop for evaluation. (B)(4) workshop inspected the device and confirmed the following: the reported event may have been caused by damage inside the camera cable. The camera cable needs to be replaced. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. Omsc concluded that the endoscopic image may not have been displayed and the monitor screen may have been black because the video communication could not be transmitted to the video system center due to a broken camera cable, based on the inspection result that the reported phenomenon was likely to occur when the camera cable was moved. Omsc checked the product shipment record but there was no abnormality in the device. Therefore, the camera cable may have been damaged by the user's handling. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device for repair at the service department of olympus (B)(4) and found that the black endoscopic image with white horizontal lines was displayed on the monitor screen, when the camera cable was moved. There was no report of patient injury associated with the event.